Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Based on measurements performed on the device whilst implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s hearing perception was unsatisfactory; however, no technical problem could be detected which would explain this no benefit condition. A short circuit, which was also present during implantation, was confirmed, however since it was already present since 2010, several years before loss of hearing perception, and the remaining 11 channels should have been enough to provide good benefit, it cannot explain for the reported issue. Also, no technical damage could be detected that would explain the one high impedances channel whilst implanted. Hence, based on the limited available information from the field the reason for the loss of hearing benefit seems to be non-device related. This is a final report.

Event description:
The recipient reported no more hearing sensation with the device since (B)(6) 2017. Despite several requests no further information could be obtained. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation of the explanted device is necessary to determine a root cause. Re-implantation is being considered, but no date has been scheduled yet.

Event description:
The patient has no more hearing sensation with the device since (B)(6)2017. In situ measurements show fluctuations. Re-implantation is being considered, but no date has been scheduled yet.